Manufacturer narrative:
(B)(6). (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed at the bifurcation of a catheter extension set while flushing with normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage and pressure testing were performed and a leak was observed between the tubing and the microbore. The reported condition was verified. The cause of the condition was determined to be related to human production. Should additional relevant information become available, a supplemental report will be submitted.